Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of experiencing a buzzing sensation after shutting his scs stimulation off. Reprogramming did not resolve the issue. Follow-up identified the patient's scs ipg was replaced with a new one. The reported issue has reportedly been resolved.